Event description:
It was reported that on (B)(6) 2015 patient underwent surgery. Patient had chronic pain for 06 months. On (B)(6) 2015 patient visited her doctor due to pain. On (B)(6) 2016 patient underwent MRI which showed two broken screws. On (B)(6) 2016 patient underwent second surgery where patient was intervened and the product was changed.

Manufacturer narrative:
Implant date is unknown but it happened in month of (B)(6) 2015. Explant date is unknown but it happened in month of (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion surgery at l4-l5 due to degenerative disease which was fixed with screws and cages along with graft(bone chips). Post operatively, patient underwent revision surgery where two broken screws were removed. Revision occurred due to back pain. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.